Event description:
Customer states the compact plus system produced an undosed result of lo (less than 10 mg/dl). No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.